Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jan2019. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. Reportedly, touch was not being sensed along bottom of screen; calibration fails. The touchscreen and unit still will not pass the touchscreen calibration. The touch screen was replaced but no change to the problem was made.